Event description:
Customer reported hospitalization due to diabetes ketoacidosis. Customer had a bent cannula when he removed the infusion set. Customer received no delivery alarm. The blood glucose reading at the time of the event was 898 mg/dl. Customer was vomiting, thirsty and urination. Hospital treated with IV drip, saline and insulin. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.